Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, the surgeon inserted third pin (x pin) to secure distal cutting block on distal femur. Pin driver and stryklar 7 power was used. The x pin broke off at the distal end approximately 4 to 5mm from tip. Metal tip stayed in the patient. It is not known for sure but possibly the pin struck one of the two other pins.